Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the all channels of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] the instrument channel: pseudomonas aeruginosa (95cfu / ml) staphylococcus coagulase negative (unspecified quantity of microbes) the air/water channel: pseudomonas aeruginosa and klebsiella pneumoniae (72cfu / ml) corynebacterium (unspecified quantity of microbes) the distal end: pseudomonas aeruginosa (unspecified quantity of microbes) [second time] omsc was informed that a second microbiological testing had been performed, but there is no detailed information on the second microbiological testing. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). As a result of the testing, the following microbe was detected from the sample collected from the distal end and the all channels of the subject device. Aerobic microbial: <1cfu/ml. Yeast microbial: <1cfu/ml. Anaerobic microbial: <1cfu/ml. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of olympus (B)(4). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.